Manufacturer narrative:
Tested retention anti-fya, lot fya61h-1 with four fy (a+b+) and four fy (a-b+) reagent red cells. Expected reactivity was observed. Retention products performed as expected. Sample was not returned from customer for investigation. Customer states they have validated antigen typing using immucor antisera with gel testing and have been using this method for the past 5 years. The package insert; however, instructs the user to perform testing using the tube method. The package insert further warns the user the false results are possible if there are deviations from recommended test procedure. The event is most likely the result of user error. There is the potential to transfuse incompatible blood if the event was to recur.

Event description:
Customer reports unexpected negative reactions when testing fya positive cells with anti-fya, lot fya61h-1. Testing is performed using the gel method. Parallel testing was performed using expired ortho anti-fya and the indate immucor anti-fya antisera, lot fya61h-1. Ortho reagent results were positive (2+); immucor reagent results were negative.